Manufacturer narrative:
No sample has been received at this time of the investigation. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that it was not possible to insert the probe in the trocar. There was glue on the end of the probe. There was no patient harm. Additional details are unavailable, the reporter has declined to provide additional information.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The laser probe failed the trocar insertion test; while inserting the tip through the trocar, the tip got jammed at a certain point. Further evaluation found there to be adhesive adhered to the cannula. The customers reported event was confirmed. However how or when this non-conformity occurred remains inconclusive. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).